Event description:
It was reported the lead was explanted and replaced, due to increasingly high impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) a partial lead was returned in segments for analysis. Visual analysis noted there was a white substance on the helix that was a likely contributor to the reported electrical issue.